Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the physician in the pt's clinic notes that on (B)(6) 2010 diagnostic testing showed high impedance with recommendation of increasing the pt's pulse width. Also, the physician stated that the generator was at end-of-service (eos) on this date. On (B)(6) 2011 the physician commented that there was now no response to the magnet use for the pt. Last known diagnostics had been within normal limits. Attempts for further info have been unsuccessful to date.